Manufacturer narrative:
Qn#(B)(4). The report of a damaged dilator body/hub was not able to be confirmed through complaint investigation. The dilator was not returned for analysis. A device history record review was performed with no relevant findings. Based on these circumstances, the probable cause cannot be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during the procedure according to IFU, the md found the dilator to be bent. So the md opened up the new kit to finish the procedure." There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "during the procedure according to IFU, the md found the dilator to be bent. So the md opened up the new kit to finish the procedure." There was no reported patient harm or consequence.